Event description:
Initially reported as: "removed a vg and replaced it with an ap-s. The reason for the exchange was band failure with a question mark. The doctor removed the band and used the same port. The patient still had no weight loss or restriction of appetite after adjustments. Dr decided to remove and replace the port." Follow-up, review of return paperwork and returned device clarified that the device reported is in fact the port and not the band of the lap-band system. Follow-up clarified: "dr decided to remove and replace the port." (Port) leak.

Manufacturer narrative:
Medwatch sent to FDA on: 01/04/2008. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. Analysis results will be submitted to the FDA in the follow-up report." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."